Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote transmission, an alert of right ventricular (rv) oversensing was observed due to noise which caused pacing inhibition. Noise was reproduced during provocative testing. The device was reprogrammed. At a later, follow-up it was decided to cap and replace the rv lead. The patient was stable.